Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, universal side manipulator (usm) arm 4 installed with a sureform 60 stapler instrument moved in reversed control. According to the information, the stapler had not yet been fired, and the tissue was released prior to the alleged arm movement issue. The intuitive tech support engineer (tse) reviewed the logs, and found error 282 againston usm arm 4 indicating that one or more sensors were not detected, possibly causing the issue. Surgeon confirmed no severe injury to the bowel and the case was completed robotically. There was no report of patient injury. It was further confirmed through follow up that the alleged issue was obtained from a person who was not physically present during the procedure. The information was reported after the fact.

Manufacturer narrative:
Based on the claim against the product by the customer noting that arm 4 inverted while holding tissue, an investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. An intuitive field service engineer (fse) followed up with the site via phone call and confirmed that the issue was resolved. Multiple cases were already performed since the initial issue using the same system and no similar issue was experienced. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.